Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead extended on its own. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Event description:
Additional information was received that the helix issue was confirmed through fluoroscopy.

Manufacturer narrative:
The reported event of ¿the helix appeared to retract by itself¿ was not confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.